Manufacturer narrative:
H.6. Investigation: bd received samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure modes for damaged cap, foreign matter in gel, burnt mark in cap, scratch on tube with the incident lots was observed. Damaged cap (burnt) - there is a small black mark at the bottom edge of the cap. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Fm ¿ unknown - the photos do show that there is debris in the gel of the tube. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. A number of projects are in place that will help reduce the potential of introducing fm into the product. The device history records were reviewed with no issues being identified. There were no related quality notifications against the finished product. All process and final inspections comply with specification requirements. Damaged cap (metro) - the photos show that there is damage to the shield. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Scratch - the samples and photos show that there is a scratch on the tube. This is most likely caused by the tube becoming caught somewhere in the production line. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were 11 occurrences of foreign matter and 2 damaged tubes/caps with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty shield/stopper ×6. Damaged tube ×1. Fm in gel ×5. Damaged cap ×1.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 11 occurrences of foreign matter and 2 damaged tubes/caps with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty shield/stopper ×6, damaged tube ×1, fm in gel ×5, damaged cap ×1.